Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved cannula associated with this notification and completed its investigation. The reported complaint was confirmed. The cannula was found to exhibit a weld defect. When compared to an in-house cannula, the shaft was found to be pointing in a different direction indicating the weld was not holding and that the shaft had rotated. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428072-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy with bso (bilateral salpingo-oophorectomy) procedure, the curved cannula head was not in alignment. The head of the cannula had shifted. There was no report of fragments falling into the patient. No patient injury or adverse event was reported to have occurred.